Event description:
Caller reported that the pump's quick bolus/wake button was difficult to press and required multiple attempts to activate the screen. There was no adverse impact to the customer's blood glucose level. To address the issue, customer was instructed by technical support to use the tip of their finger on the button while supporting the pump, and assistance was given to remove the pump from its case. Despite these efforts, the difficulty persisted, and it was decided that the pump would be replaced. The customer was informed that they could use the current pump until the replacement arrived as it was still under warranty.